Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2021, the evos 3.5mm 1/3 tubular pl 8h 94mm broke off at the fracture site. This adverse event led to a revision surgery, which performed date is unknown. The patient current health status is unknown.

Event description:
It was reported that, after an internal fixation surgery performed on (B)(6) 2021, the evos 3.5mm 1/3 tubular pl 8h 94mm broke off at the fracture site. This adverse event led to a revision surgery performed on (B)(6) 2021 in which the device was explanted. The patient current health status is unknown.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was fractured into two piece, rendering the device inoperative. There was a crack along another section of the device. The screws were returned as well. The clinical/medical evaluation concluded that the undated x-ray photos provided confirms the implant breakage at the fracture site as well as persistent fracture in the fibula. Based on the limited information provided the root cause of the reported breakage could not be determined. The patient impact beyond the reported removal could not be determined. No further clinical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode and potential harm was previously identified. Some potential probable causes for this event could include but not limited to traumatic injury or excessive force applied to the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.